Manufacturer narrative:
(B)(4).

Event description:
The customer reported they had a case in which they had received a blue bulls eye and ECG signature was normal, but did in fact get a chest x- ray that confirmed 9cm too long. Patient was not afib and in normal sinus rhythm. Customer also confirmed there were no other internal or external devices in or around the patient that could have caused any interference.

Event description:
The customer reported they had a case in which they had received a blue bulls eye and ECG signature was normal, but did in fact get a chest x- ray that confirmed 9cm too long. Patient was not afib and in normal sinus rhythm. Customer also confirmed there were no other internal or external devices in or around the patient that could have caused any interference.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photographs and one case data file for evaluation. The first photo is a copy of the x-ray which shows the location of the catheter as reported. The second photo shows the blue bulls eye symbol at 2240 frames as reported. A vps r and d team reviewed the case data. In reviewing the case data, the symbols that were displayed correlated correctly to the screen data observed during the case review. The case review highlighted that the doppler signal during the first half of the case was flipping between sufficient doppler data to insufficient doppler data but the symbols displayed appropriately based on the presented data. When the blue bulls eye symbol first displayed it correlated to antegrade doppler flow and an elevated p-wave. The blue bulls eye symbol held steady for a period at which point a report was generated at frame 2240 and then la ter started to alternate between the blue bulls eye symbol and the do not enter symbol. The display of the do not enter symbol correlated to when the doppler signal was showing retrograde flow. (Con't) other remarks: in discussion with the clinicians of the case the catheter length was measured prior to insertion to be 52cm and were using a 55cm catheter, therefore, did not trim the catheter to allow length for the catheter securement device. The symbol changes occurred during repositioning of the arm and the dressing of the catheter. With the information provided and the discussion with the clinicians a cause for the catheter depth being too long could not be determined. The g4 system performed as expected by displaying the appropriate symbols based on the review of the provided case data. A device history record review was performed and did not reveal any manufacturing related issues. The report the customer experienced a case in which they had received a blue bulls eye and normal ECG signature but did in fact get a chest xray that confirmed the catheter position was 9cm too long was confirmed by a review of the custom-provided photographs and case data. A device history record review was performed on the stylet and did not reveal any manufacturing related issues. A vps r and d team determined the g4 system performed as expected by displaying the appropriate symbols based on the review of the provided case data. The vps r and d team concluded they were unable to determine a cause for the catheter depth being too long with the information provided by the customer and the analysis of the case data. Teleflex will continue to monitor and trend for reports of this nature.